Event description:
Caller reported inform system blood glucose results of 282 mg/dl with inform system 1 and 86 mg/dl with inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4). It was reported that patient was (B)(6). The birthdate given was an estimate and not the actual date of birth.